Event description:
The manufacturer received information alleging a ventilator's alarmed for circuit disconnect and rebreathing . There was no harm or injury reported. The device's flow sensor needs replaced to address the issue.